Event description:
It was reported to st. Jude medical that the device exhibited t-wave oversensing that resulted inappropriate therapy. Programming changes were made, and a lead revision was performed two days later.

Manufacturer narrative:
This 78 year old male patient was registered in the descover registry. Four months following the index procedure the patient expired. The cause of death reported was "cardiac", and the specified other cardiac cause was "cardiac arrest". However, the relationship to the index procedure and device was reported as unrelated by the initial reporter. His past medical history consisted of a prior CABG, unstable angina, congestive heart failure and hypercholesterolemia. His risk factors and age place him at a higher change for a mace. The index procedure was elective and the indication was for unstable angina. The target lesion was an 80% lesion in the bypass graft to the second obtuse marginal (om2). Calcification was classified as little to none and the vessel diameter was 4.5 mm and the lesion was 18mm long. A 3.5x28mm cypher stent was deployed successfully with no residual stenosis. Pre and post-dilations were done and the timi flow was grade iii all along. No procedural complications or device malfunctions were noted. The patient was discharged on beta blocker, statins, and ace inhibitors, plavix. The use of aspirin was not mentioned. The safety and effectiveness of placing 3.5mm cypher into a 4.5mm vessel, placing it in a graft and not placing a patient on aspirin indefinitely has not been proven. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Conclusion: there are patient, lesion, procedural and possible pharmacologic therapy impacting this event.